Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was damaged during left ventricular assist device (lvad) surgery and its performance was degredated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead in segments was returned, analyzed, and the overlay tubing of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the overlay tubing is cut at 22 cm, and the helix returned was bent. Explant damage. If information is provided in the future, a supplemental report will be issued.